Event description:
Same case as MFR#: 2134265-2011-03700. It was reported that during an angioplasty stenting treatment procedure, removal difficulties occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the severely calcified and severely tortuous circumflex artery. The physician advanced a 182cm j choice pt graphix guide wire successfully crossing the target lesion. The physician then advanced a 12mm x 1.5mm apex monorail balloon catheter for predilation. The balloon was inflated, however, the number of inflations and to what atms is unknown. While attempting to remove the balloon they noted that it was "impossible". The devices were removed as a unit and the physician noted that the apex monorail balloon catheter was tangled on the graphix guide wire. The procedure was completed with another graphix guide wire, apex monorail balloon catheter and placement of an unspecified stent with satisfactory results. No patient complications were reported and the patient's status is stable.

Event description:
Same case as MFR#: 2134265-2011-03700. It was reported that during an angioplasty stenting treatment procedure, removal difficulties occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the severely calcified and severely tortuous circumflex artery. The physician advanced a 182cm j choice pt graphix guide wire successfully crossing the target lesion. The physician then advanced a 12mm x 1.5mm apex monorail balloon catheter for predilation. The balloon was inflated, however, the number of inflations and to what atms is unknown. While attempting to remove the balloon they noted that it was "impossible". The devices were removed as a unit and the physician noted that the apex monorail balloon catheter was tangled on the graphix guide wire. The procedure was completed with another graphix guide wire, apex monorail balloon catheter and placement of an unspecified stent with satisfactory results. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the returned device found several kinks at the distal tip. The kinks were at 1.3cm, 1.4cm, 2.2cm, 2.8cm, 3.7cm, 4.2cm, 4.4cm from the distal end. All outer diameter measurements are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).